Manufacturer narrative:
Additional information: plant investigation: several parts were returned to the manufacturer for physical evaluation. Inspection of the received bibag interface board found burn damage. The board appears to be melted around connectors j1 and j4. The cable connector from the gen2 hydraulics distribution cable is melted onto the j4 connector and can¿t be removed. Inspection of the received actuator-test board found soot and damage from the burn event that occurred on the bibag interface board. Inspection of the received actuator cable found soot and damage from the burn event that occurred on the bibag interface board. The cable was found to have exposed wires. The bibag interface board, actuator-test board and actuator cable were unable to be tested due to the condition of the parts. Inspection of the received gen2 bibag assembly found burn damage to the bibag interface board side of the assembly¿s gen2 hydraulics distribution cable. No other damage was observed with gen2 bibag assembly. Replaced the gen2 hydraulics distribution cable for further testing. Inspection of the received bibag kit found soot on the bibag interface board side of the kit¿s flat ribbon cable (p/n m421143). No other damage was observed with kit. A test machine completed a self-test program without alarm or failure with the received gen2 bibag assembly and received bibag kit installed. A root cause could not be determined due to the condition of the bibag interface board. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed. The parts were returned to return goods following the evaluation.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a burned actuator test board. The 2008t machine was undergoing cleaning and disinfection and a burning smell was detected. Biomed could not confirm the machine hours, however the actuator test board is the original fresenius part on the machine. Biomed confirmed that the machine has not had any past issues with electrical leakage tests. The machine is always plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. A fresenius field service technician (fst) found a burned actuator test board with cable, both ribbon cables, and daughter board while on-site. The fst then replaced the parts to resolve the issue and performed functional checks successfully. There was not any smoke, spark, flame, arcing, or any other visible heat or electrical damage related to the burning found on the actuator test board. The fst confirmed the parts are available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a burned actuator test board. The 2008t machine was undergoing cleaning and disinfection and a burning smell was detected. Biomed could not confirm the machine hours, however the actuator test board is the original fresenius part on the machine. Biomed confirmed that the machine has not had any past issues with electrical leakage tests. The machine is always plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. A fresenius field service technician (fst) found a burned actuator test board with cable, both ribbon cables, and daughter board while on-site. The fst then replaced the parts to resolve the issue and performed functional checks successfully. There was not any smoke, spark, flame, arcing, or any other visible heat or electrical damage related to the burning found on the actuator test board. The fst confirmed the parts are available to be returned to the manufacturer for physical evaluation.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a burned actuator test board. The 2008t machine was undergoing cleaning and disinfection and a burning smell was detected. Biomed could not confirm the machine hours, however the actuator test board is the original fresenius part on the machine. Biomed confirmed that the machine has not had any past issues with electrical leakage tests. The machine is always plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. A fresenius field service technician (fst) found a burned actuator test board with cable, both ribbon cables, and daughter board while on-site. The fst then replaced the parts to resolve the issue and performed functional checks successfully. There was not any smoke, spark, flame, arcing, or any other visible heat or electrical damage related to the burning found on the actuator test board. The fst confirmed the parts are available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional; information: d9, h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed by a fresenius field service technician (fst). To resolve the reported issue, the fst replaced the actuator test board with cable, both ribbon cables, and daughter board. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to confirm the reported failure mode.

Manufacturer narrative:
Plant investigation plant investigation: no parts were returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed by a fresenius field service technician (fst). To resolve the reported issue, the fst replaced the actuator test board with cable, both ribbon cables, and daughter board. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the reported failure mode.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a burned actuator test board. The 2008t machine was undergoing cleaning and disinfection and a burning smell was detected. Biomed could not confirm the machine hours, however the actuator test board is the original fresenius part on the machine. Biomed confirmed that the machine has not had any past issues with electrical leakage tests. The machine is always plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. A fresenius field service technician (fst) found a burned actuator test board with cable, both ribbon cables, and daughter board while on-site. The fst then replaced the parts to resolve the issue and performed functional checks successfully. There was not any smoke, spark, flame, arcing, or any other visible heat or electrical damage related to the burning found on the actuator test board. The fst confirmed the parts are available to be returned to the manufacturer for physical evaluation.